Event description:
See initial report.

Manufacturer narrative:
The present event has been confirmed based on event description. A review of the DHR did not identify any deviation, non-conformity, or material issue relevant to the reported failure. Root cause investigation results on previous similar event highlighted that the uv dispense and curing process, performed on 100% inspection by the assembler and aimed to ensure the cure, is variable and require a well-trained assembler. As a part of continuous improvement project, in september 2019, the standard operating procedure for the manufacturing of the complained cannula has been revised including additional check for first piece in curing trocar to luer bond and additional 100% inspection of adhesive cure for trocar to luer bond with needle to test for softness. Manufacturing personnel has been trained on the new revision of the procedure on september 17th, 2019. In addition, in order to ensure a more stable and precise process for dispensing uv adhesive and uv curing, an equipment has been modified to dispense a fixed amount of uv adhesive and modifying uv curing process. The validation of the equipment, which now includes an integrated semi-automatic dispenser and uv flood light system, has been completed on october 03rd, 2020. Field data monitoring is started and is planned to be completed by july 12th, 2021. At the moment, all the complained devices were manufactured before the implementation of the new curing equipment. Based on livanova health hazard assessment, the overall risk is considered acceptable also after the implementation of the manufacturing personnel re-training in september. Nevertheless improvement action is now implemented and the field data monitoring is ongoing. Livanova will maintain monitoring the market.

Manufacturer narrative:
Patient information was not provided. A review of the DHR did not identify any deviations, or non-conformities relevant to the reported issue. The involved device is not available for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA inc has been informed that, during a procedure, the screw cap disengages from the stylet. There is not report of any patient injury.